Event description:
It was reported that this patient contacted boston scientific technical services (ts) explaining that their remote communicator displayed a red call doctor (rcd) icon. Upon further investigation, it was found that their implantable cardioverter defibrillator (ICD) system had triggered an alert for high out of range right ventricular (rv) shock impedance, with a reported value of 131 ohms. The patient was referred to the hospital. At this time, no further information is available regarding the cause of this observation. No adverse patient effects were reported. The device remains in service.